Event description:
Meter read 297 mg/dl and a lab measured 970 mg/dl, however, when looking in the device memory; the original result was not found. It was reported patient had the low control ran and the value was not stored in the memory either. Reporter stated no treatment information could be provided, however, the patient reportedly went home afterwards. A request was made for the return of the suspect product and replacement product was sent.